Manufacturer narrative:
Corrected data: h3-device evaluation: lens returned in a micro-centrifuge vial. Visual inspection found optic torn and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a vial in liquid. Visual inspection found optic torn and haptic torn. Claim# (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
An implantable collamer lens was returned damage. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.